Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed to open due to the scanner ceasing to function. A field service engineer replaced the scanner universal serial bus (usb) cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 failed to open. The customer attempted troubleshooting by trying to recover the drawer; however, the problem persisted. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.